Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding issue was unable to be determined due to insufficient clinical information and with product not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 47-year-old male (race unknown) with heart failure was admitted for more aggressive transplant evaluation. The patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma around the axillary access site during the support. The patient was taken to the operating room and the hematoma was evacuated. Support continued with the implanted pump following the intervention.